Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device, white suture string and part of a fractured anchor were returned. The anchor is fractured horizontally with the distal and proximal ends being intact and one entire side being fractured away. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an unspecified arthroscopy, the footprint ultra anchor broke. The insertion site was cleared from all debris prior to insertion of the anchor. The device broke inside the patient and the fragments were removed using pliers. The procedure was completed using a s+n back up device in the original bone hole. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified arthroscopy, the footprint ultra anchor broke. The insertion site was cleared from all debris prior to insertion of the anchor. The device broke inside the patient and the fragments were removed using pliers. The procedure was completed using a s+n back up device. There was a non-significant surgical delay and no further complications were reported.